Manufacturer narrative:
Upon internal review on 16jan26, the product associated with this report is being updated to the pdm (personal diabetes manager)/controller. Section d4, h4, h8 have been updated accordingly. The expiry date field should be changed to null. An additional codes has been added in section h6. The event description has been updated in b5, and the date of event on b3.

Event description:
The patient was wearing the pod on the arm for between 5 and 24 hours when a severe hypoglycemic event occurred. The patient experienced a loss of consciousness and tremors with a blood glucose level of 0.62 g/l (62mg/dl) without any hypoglycemia alarm being triggered despite the low blood glucose alert being set up at 0.70 g/l (70 mg/dl). It was reported that the pdm beeped once and vibrated, however it did not emit another alarm. The low blood glucose alarm was reported to alarm only when the patient's blood glucose level drop to 0.55 g/l (55 mg/dl). Emergency medical services (service d'aide médicale urgente) were contacted on (B)(6) 2025, and the patient regained consciousness during the call. The patient's husband provided sugar per samu guidance. The call to samu lasted for 15 minutes, and no further treatment from samu was provided. The patient was installed on (B)(6) 2025 with fsl2+ sensor. It was reported by the prestataire that the patient has since recovered. Abbott has been notified of the event on (B)(6) 2025. The associated pod is reported in (B)(4) (FDA MFR report # 3004464228-2025-63228 / ansm reference no (B)(4)).

Event description:
The patient was wearing the pod on the arm for between 5 and 24 hours when a severe hypoglycemic event occurred. The patient experienced a loss of consciousness and tremors with a blood glucose level of 0.62 g/l (62mg/dl) without any hypoglycemia alarm being triggered despite the low blood glucose alert being set up at 0.70 g/l (70 mg/dl). It was reported that the pdm beeped once and vibrated, however it did not emit another alarm. The low blood glucose alarm was reported to alarm only when the patient's blood glucose level drop to 0.55 g/l (55 mg/dl). Emergency medical services (service d'aide médicale urgente) were contacted on (B)(6) 2025, and the patient regained consciousness during the call. The patient's husband provided sugar per samu guidance. The call to samu lasted for 15 minutes, and no further treatment from samu was provided. The patient was installed on (B)(6) 2025 with fsl2+ sensor. It was reported by the prestataire that the patient has since recovered. Abbott has been notified of the event on 15dec25. The associated pod is reported in (B)(6) (FDA MFR report # 3004464228-2025-63228 / ansm reference no (B)(4)). Events with hyperglycemia were reported under (B)(6) (ansm ref (B)(4)) and (B)(6) (ansm ref (B)(4)). Additional information has been received from the french prestataire (fp) providing further details regarding the reported incident. The fp confirmed that the controller was located on the bedside table next to the patient at the time of the event, and that the controller volume was set to maximum. The pod was worn on the arm next to the sensor. The fp also now reports that no alarms were heard, creating uncertainty regarding the initially reported single beep and vibration. Further sequence details were provided: the patient awoke during the night feeling unwell, which also alerted the patient¿s spouse. The spouse recognized hypoglycemia. While attempting to sit up, the patient fainted. Samu was contacted, and samu instructed immediate administration of sugar (amount of sugar was unknown). A few minutes, later, the patient felt better and no emergency medical service intervention was needed. The patient remained awake afterward due to fear of having another hypoglycemic episode. On the following morning, the patient changed to a different sensor brand and applied a new pod. According to the additional information received from the fp, the patient is now "doing well'. The fp confirmed the patient switched continuous glucose monitoring sensor model from freestyle libre 2+ sensor to dexcom g6 sensor the following morning. The fp also confirmed this type of event has not reoccurred with controller (B)(6) or with any other pod for this patient. Regarding the location of the devices, the prestataire indicated that they will verify whether the controller can be retrieved for investigation.

Manufacturer narrative:
B5 was updated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency medical service event and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: fsl2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 5 and 24 hours when a severe hypoglycemic event occurred. The patient experienced fainting and trembling with a blood glucose level of 0.52 g/l (52mg/dl) without any hypoglycemia arm being triggered despite the low blood glucose alert being set up at 0.70 g/l (70 mg/dl). Emergency medical services (service d'aide médicale urgente) were contacted, and the patient temporarily lost consciousness. No treatment was administered during the episode. The pod remained in use during the medical attention. No additional details regarding the event have been received at this time. A supplemental report will be submitted if further information becomes available. The patient was installed on (B)(6) 2025 with fsl2+ sensor. Abbott has been notified of the event on (B)(6) 2025.